Event description:
Caller reported a tandem mobi cartridge alarm, which had occurred with multiple cartridges on consecutive days. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and sent a replacement pump. The customer was instructed to revert to an alternate form of insulin therapy and provided with instructions for returning the faulty pump.